Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after peripheral interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Additionally, the foot plate would not close properly, causing the foot plate to feel tight and causing difficulty during removal. The foot plate was closed, and device was able to be removed without and patient harm or damage to the artery. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported ¿cuff miss¿ was confirmed. The foot retraction issue was not confirmed. The lever was opened, and the foot was fully deployed without any resistance. The foot deployment and retraction were verified via manually opening and closing the lever with no resistance noted. Difficulty removing the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.